Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic sensor failure. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic sensor failure.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - (B)(6), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. A getinge field service engineer (fse) evaluated the unit and verified the reported failure. Fse resolved the issue by replacing the fiber optic assy. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.